Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Event description:
Healthcare professional reported, right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated on anterior side assessed as surgical damage. Observed crease smooth and crease sharp opening on anterior and posterior side assessed as fold flaw additional observations: crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.